Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Was the drain broken into two or more pieces? Unk. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Was a 2nd surgical procedure required to place a new drain? Yes. If yes, on what date? Procedure name? Unk. Date of event where product had an issue? Unk. Were there any intra-operative complications? If so, what were they? Unk. Where was the tip of drainage tube located? Unk. How was the drain secured? Unk. What was the date of first activation? Unk. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Was another product used? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?unk. What is the patient's current status? Unk. Surgeon¿s name? Unk. Product code and lot number? Product code: 2229, lot number: unk. If applicable, will product be returned? We regularly contact with sale rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received -the drain breakage occurred during a ward management after the surgery. -the broken drain was removed and a new drain was inserted. -afterwards, there is no problem with the patient's condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. The drain was broken. Another product was used to complete the case. -the drain breakage occurred during a ward management after the surgery. -the broken drain was removed and a new drain was inserted. -afterwards, there is no problem with the patient's condition. Further details are not provided. Additional information has been requested.